Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"This is a complaint from the market. (B)(4). One (1) opened unit with five (5) clips and two (2) unopened units will be returned to amr. Please refer to the complaint sheet for investigation." Complaint sheet - "the clip would not close properly inside the patient. Instruments combined: (B)(4). One (1) opened unit with five (5) clips and two (2) unopened units were returned to olympus. The opened unit was visually inspected and no visible anomaly was found with the applier. Three (3) clips out of the five were found to be deformed. The units and the clips will be returned to amr for further evaluation. (B)(4)." Patient status - "no patient injury."

Manufacturer narrative:
(B)(4). Investigation summary: one (1) event unit, two (2) sterile units and a bag of used clips were returned for evaluation. Upon inspection of the event unit, engineering found that the jaws were not parallel. Engineering was able to replicate your experience of clip scissoring. This damage may prevent the clips from closing completely. One sterile unit was evaluated; engineering determined the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The exact cause of the misalignment is unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching manufacturing process and inspection enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.